Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they called in a while back and were shown how to reset the stored data on the handset. Patient stated they get a lot of boluses and it ends up slowing the pump down to the point where the handset keeps canceling out and 'erroring-out' every time they use it. It was clarified that patient was asking for the steps on how to clear data. Patient stated the clearing data really helped them and want to know how to do it again. Agent assisted the patient in clearing data. Additional information was received from the patient requesting needing help resetting their bolus storage because the handset had slowed down and was having issues again. Agent assisted patient with instructions.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.